Manufacturer narrative:
Per tandem¿s instructions for use: do not use any other insulin with your system other than novolog/novorapid(novo nordisk insulin aspart) u-100 insulin or humalog (eli lilly insulin lispro) u-100 insulin. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) displayed as "high" on cgm. System check with tandem technical support confirmed that the pump was functioning as intended. However, during troubleshooting it was identified that the customer is using off label insulin (humalog ru500). Tandem technical support educated the contact that the pump is indicated for use with novolog or humalog insulin.